Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 40s-50s mg/dl. Reportedly, the control iq software did not accurately ¿account for inputs for meal bolus coverage¿. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy. No additional information was provided. Multiple attempts were made to follow up with the customer, however, a response was no received.